Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen was blank. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 06/10/2014. Device evaluation: the device has been returned to animas and evaluated on 06/03/2014 with the following findings: the display screen was blank when the device started up. The device had an alarm that could not be cleared. The device¿s history showed multiple call service alarms at the time of the reported event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.